Event description:
It was reported through remote transmission that high, out of range, pacing lead impedance was observed. The non-dependent patient was asymptomatic. Further testing was recommended. When the patient presented in-clinic about one week later, normal threshold values were observed. The patient will continue to be monitored

Manufacturer narrative:
(B)(4).